Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 296 (mg/dl) in the morning. Reportedly, the customer stated that they poorly counted their carbohydrate intake while at a party the night before. Customer administered a correction with the pump to treat their bg level. Later in the day, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.